Event description:
It was reported that one day post implant the patient experienced a pleural effusion. The patient was medically treated and the device and leads remain in use. It was noted that the patient is taking part in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID synox sx j competitor implantable pacing lead product ID 459878 implantable pacing lead implanted: 2013 (B)(6); product ID synox sx b competitor implantable pacing lead. (B)(4).